Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the client had a puncture sheath fracture during PICC puncture catheterization under ultrasound and subsequent tearing difficulties with irregular tearing of the edges that could not be effectively torn away, then after repeated tearing, the sheath was barely removed from the patient's body, and the tube was delivered later to complete the puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an incomplete microintroducer sheath peel is confirmed and was determined to be manufacturing related. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed extra material on one side of the broken t-handle. This material made it impossible to easily remove the catheter from the ptfe sheath. The sheath was observed to be split and still partially implanted in the patient. This issue is likely related to improper skiving or molding and therefore this complaint was determined to be manufacturing related. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.